Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6: the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Approximately 5 years post-op, the patient reported that the knee was bothering them. X-rays were taken which revealed femoral loosening as the femoral component is pulling away from the bone. The patient notes experiencing minimal pain and weakness. They also reported having a reduced range of motion, however, they do not feel unstable. The patient is looking for options besides a full revision. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). H6 : suggested component code: mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b4; b5; d1; d2; d4; d6a; d10: e1; g1; g3; g4; g6; h1; h2; h4. D10: 00542802311 - articular surface ultracongruent size 3 4 - 63047299 642001230 - modular cemented tibial baseplate size 3, right for cemented use only - 63372689 00542000803 - all poly patella size 3 8 mm thickness - 62989370 unknown - unknown cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.